Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports #: 1627487-2014-00293 and 1627487-2014-00294. The patient's (B)(6) therapy systems included two ipgs and three leads from different lots. It was reported the patient's therapy systems were explanted due to lack of efficacy. Numerous efforts to capture effective stimulation via reprogramming were reportedly unsuccessful.